Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision during which the implantable pulse generator (ipg) was repositioned from the right side to the left side due to an unknown device issue. No further information was able to be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2023.